Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far r-wave oversensing causing auto mode switch (ams) was observed via merlin.net transmission. Programming change was discussed. No patient symptoms were reported.